Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2017 with the following findings: a review of the black box indicated evidence of unexplained reboots and a ¿replace battery alarm¿ following a reboot on (B)(6) 2017. The battery cap was able to secure and the pump powered on normally. The pump¿s electrical current draws were found to be within specifications. The complaint of a battery life issue could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: the battery compartment was cracked; there was evidence of moisture contamination on the bolus button cover and button contact; leak testing revealed a leak at the bolus button; there was evidence of internal moisture. (B)(4).